Event description:
Customer reported that the t:slim x2 pump battery was not charging. There was no adverse impact to the customer¿s blood glucose level. Customer resolved the issue by leaving the wall adapter plugged into a working outlet for at least 30 consecutive minutes, and the pump began charging with the original supplies, requiring no further assistance.